Event description:
International affiliate reports that during revision spine surgery to extend hardware from l5 to s1, the surgeon discovered signs of metallosis around implanted devices on left side at l3 #150; l5 levels. When rods were exposed, two set screws were found to be loose. Removal of the set screws revealed signs of wear on the contact surface of the rod. Pedicle screw heads were undamaged so the surgeon was able to place new set screws into the l3 and l5 left pedicle screws to secure the rod again. Reports there was x-ray evidence of screw loosening prior to surgery. See mfg medwatch report# 1526439-2011-00182 for the other set screw that was involved in this event.

Manufacturer narrative:
(B)(4). A definitive cause of the event cannot be determined as the device is not available for evaluation. Metallosis is likely the result of fretting wear with the loosening of the set screw. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. Device cannot be located by customer.

Manufacturer narrative:
Depuy spine has requested return of the set screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.